Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported she has to use more than one pen needle to complete a shot. Stated, the flow will stop before she has completed dispensing insulin so she takes a second needle to complete the shot. Stated she does not prime before taking injection because she is concerned she is wasting insulin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported she has to use more than one pen needle to complete a shot. Stated, the flow will stop before she has completed dispensing insulin so she takes a second needle to complete the shot. Stated she does not prime before taking injection because she is concerned she is wasting insulin.